Event description:
While connecting the tacticath se ablation catheter to the tactisys system, a message on the screen was shown. The message was, that the catheter is intended to be single use only. The catheter was completely new from the original package. The catheter was changed for a new one and then the study was able to be ended without any adverse consequences for the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.